Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced inflammation and crusting around the abutment site. The patient was prescribed two antibiotics ointments. The implanted device remains.